Event description:
Customer reported that she received an inaccurate high glucose reading (380 mg/dl) from their freestyle meter. Customer reported experiencing symptoms of "belligerence, incoherent, hallucinations, slurred speech and dizziness." Customer's family called 911, paramedics transported customer to metriplex advantis hospital where she was diagnosed with severe hypoglycemia and treated with glucose tube.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.